Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 500-600 range for 3 days. Customer administered insulin injections to treat bg levels. Reportedly, customer indicated that they only use their abdomen for infusion set placement. Recommendation was made to rotate infusion sites to other body areas and contact health care provider to discuss diabetes management. Customer acknowledged.